Event description:
During preventative maintenance of the device, the field service technician reported the roller pump led display board did not function as expected. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.